Event description:
The customer reported that the system would lock up and display an error message. No pt injury was reported.

Manufacturer narrative:
The ge service rep conducted an onsite investigation. The hard disk drive and the cmos battery were replaced. The software was reloaded. The system was tested and operates as intended.